Event description:
Event reported as, "port leaking, so removed from patient; tested by doctor and shown a slow leak from base plate".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/may/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate leakage from the bottom of access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."